Event description:
Spontaneous rupture of balloon that was placed for brachytherapy in the breast. Balloon was extracted and a second balloon was placed. Incident did not result in a patient injury. Balloon rupture is an anticipated adverse event per the instructions for use.

Manufacturer narrative:
Balloon rupture during brachytherapy of the breast is an anticipated event. The balloon in this event was evaluated including a review of the DHR, visual inspection, sem images and chemical analysis of the material. This MDR is related to MDR 3005594788-2007-00002.